Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging that the subject meter was prompting an "error 2" message. This complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting. There was no reported patient impact associated with this complaint.